Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 2. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2022 manufacturer. At the event the patient experienced: infection, pain, mobility and abscess. No further patient complications were reported.